Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(6) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided, medical device expiration date: unknown, device manufacture date: unknown. The customer's name and address is unknown. (B)(6) has been used as a default. A sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ pen needle broke off in the septum of the device. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: unable to perform complaint lot history check due to unknown lot number for needle break off during use. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number for needle break off during use. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. If samples are received in the future the complaint will be reopened for further investigation. Our business team regularly reviews the collected data for identification of emerging trends.